Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) herniated from the space of retzius to above the pubic bone; therefore, a revision surgery was performed to remove the component and implant a new one in a different location. There were no patient complications reported.